Event description:
Reprocessed diagnostic catheter was placed in the heart and discovered to be not functioning. Catheter was then removed and replaced with a new diagnostic catheter. Reported and returned the device to a stryker sustainability sales representative, who informed me that the report would be sent into the manufacturer and the hospital be contacted for any follow up.